Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead's allegation was not confirmed. This lead passed the stylet insertion test and there was no friction encountered. There were no irregularities found inside the lead's lumen.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted. The physician stated that there was friction when the lead was slid over the wire. The lead was removed from the body and was never in service. No adverse patient effects were reported.